Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of pictures and evaluation of the returned product. Visual examination of the returned product/provided pictures identified the device shows signs of repeated use with nicks and gouges on the handle and also on the strike plate. The impactor tip has fractured into 3 pieces and all pieces were  returned with the device. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the impactor broke during the secondary impaction of the glenosphere. No adverse event has been reported as a result of the malfunction. Attempts to obtain additional information have been made; however, no more is available.